Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a lead replacement procedure. The explanted lead was not returned as it was kept by the medical facility.